Event description:
Particulate in packaged sterile product (introducer bougie sun med 9-0212-70) this particulate was later determined to be marking identification on the device that had fallen off. Other products of the same were found not to have this issue, but it was discovered that with a considerable amount of friction the identification markings could be rubbed off. FDA safety report ID# (B)(4).